Event description:
It was reported that during a lap cholecystectomy procedure, once the device was open inside the pt, it would not close. A new device was used to complete the procedure. There was no adverse pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results found the bulled spring was damaged, therefore, it would not allow the push pull rod to retract. The batch record was reviewed and no anomalies were noted during the mfg process.